Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the dual mobility liner fractured approximately 1 day post implantation. However, no revision has been reported to date. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: 163662 lot number:623740 brand name: 28mm mod hd std neck; catalog number:110010246 lot number:65028745 brand name: g7 acetabular shell; catalog number:00625006515 lot number: 64676691 brand name: bone screw; catalog number: 110031000 lot number: 64524448 brand name: longevity bearing; catalog number: 11-303012 lot number:669080brand name: arcos brch body. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.